Manufacturer narrative:
Received report from end users counsel alleging while end user was driving his chair down the sidewalk, the left front caster fork became detached from the chair which caused the chair to dip down. Report alleges this sudden drop of the chair allowed the end user to come out of the seating and fall to the ground where they sustained an injury to the left shoulder and right ear. The extent and severity of the alleged injuries has not been provided to permobil at the time of this report. This alleged incident occured approximately 3 years prior to permobil having been notified. During this 3 year time span, it was reported that the client continued to use the chair with no reports indicating re-occuring issues of this nature. It was noted the permobil area sales representative had been in communication with the end user and their family numerous times over the 3 year span and they were never notified of an incident having occured. As permobil was never notified of an occurence, an inspection of the chair to confirm the allegations could not be completed. As the unit was allegedly repaired 3 years prior, a determination of root cause to the alleged event cannot be achieved. The DHR was reviewed and unit was built according to specification.

Event description:
Received report claiming approximately 3 years prior, the left front caster fork became detached from power wheel chair which allegedly caused the end user to fall out of the seating resulting in injuries to their left shoulder and right ear.